Event description:
The consumer reported her thermometer was giving a false low reading. The device was reading in a normal range despite the infant having a fever. The consumer took her child to the doctor where his temperature was taken and it was confirmed they had fever. The inaccurate reading may have caused a delay in medical attention. There were no complications from the delay, and the child is doing fine.